Manufacturer narrative:
One dpt sensor with an attached pressure tubing set was returned for examination. The reported event of pressure measurement issue was not confirmed. No visible damage or abnormality was observed from the entire unit. No error message was observed on a pressure monitor. The dpt zeroed and sensed pressure accurately on a pressure monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. Examination of the associated catheter could not confirm the reported event. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body, connectors, balloon or returned syringe. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No fault messages was observed on the laboratory vigilance ii monitor when the catheter was connected. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistences were observed on the eeprom data. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Please see medwatch 2015691-2018-01131 for the associated catheter complaint. The 510k is not known at this is a custom defined kit.

Event description:
During use of a disposable pressure transducer (dpt) with a swan ganz catheter, it was reported that the pressure value indicated on the monitor was inaccurate on the first day of use. After zeroing the dpt, a pressure of 30mmhg was indicated on the monitor. When the customer connected the pressure monitoring kit to the swan ganz catheter and attempted to measure pulmonary artery pressure (pap), the monitor indicated an inaccurate value of 80mmhg. The value and waveform matched. The patient was not treated based on the incorrect value. An error message was not observed. Both the swan ganz catheter and dpt were exchanged and the problem was solved. There was no occlusion, leakage or kink noted in the catheter. There were no patient complications reported. Patient demographic information requested but unavailable.